Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device cut on top of keypad and crack on battery door. The pump event history showed a base hardware failure and battery communication timeout errors in error history log (ehl). During evaluation, a base hardware failure and a battery communication timeout error was noted during power up process. The cause was the interconnect board which did not operate as intended causing the battery communication timeout. Power cord not charging caused the battery communication timeout. The root cause was unable to be determined as the battery operated as intended. The technician replaced interconnect board. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that a base hardware failure and the power cord was not charging were observed. No patient injury was reported.